Manufacturer narrative:
One advisor¿ hd grid mapping catheter, sensor enabled¿ and one image was submitted to product performance engineering. The image appears to show the device with damage to the distal coupler. The distal coupler was shifted causing the spline material to be compressed in the direction of the shift. Additionally, the outer spline was torn, exposing the nitinol frame. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the entanglement remains unknown, however; the displaced distal coupler and torn tubing is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a premature ventricular contractions mapping procedure, an entanglement occurred. The hd grid was attempted to be removed for re-insertion into the arterial introducer, however resistance was felt. Force was applied to the femoral venous introducer and the hd grid was able to be removed with splines loose at the distal joint. The mapping was completed without the hd grid, however when the reused inquiry catheter was removed, flouro showed the catheter was entangled in the inferior vena cava, which caused removal difficulty. It was indicated by the physician that the resistance in removing the hd grid earlier was due to the engagement with the inquiry catheter. Flouro was not used when removing the catheters, so it was unknown the inquiry was entrapped between the hd grid splines. Eventually both catheters were removed and there were no patient consequences.